Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator would not turn on. There was no patient involvement when the issue occurred. No patient or user harm reported. A sales representative evaluated the device but reported that the device was not turned on. A service engineer (se) evaluated the device, and confirmed that the device would not power on, even after pressing the power button. The se reported that the power management board was replaced, and the issue was resolved.